Event description:
It was reported that 13 months after a drug eluting stenting treatment procedure, late stent thrombosis occurred. The patient originally presented with angina in summer 2005. He had a positive stress test and had a catheter procedure in 2005. He had single vessel proximal left anterior descending (lad) disease and received a 2.5 x 16mm taxus express2 drug eluting stent to the proximal lad . The patient resumed his prior level of exertion after successful completion of a full cardiac rehabilitation program. He continued acetylsalicylic acid (asa) and clopidogrel for twelve months post-percutaneous coronary interventions (pci). He stopped the clopidogrel (after completing twelve months of treatment) in 2006 on the advice of his cardiologist. On the 30th mile of a 40 mile bike ride he developed chest pain/acute coronary syndrome (acs) and ruled in for a non-st segment elevation myocardial infarction (mi). He was able to be made pain free over the weekend after starting heparin and eptifibatide with plan for early catheter treatment on monday morning (no need for emergent weekend catheter procedure since there was no st-segment elevation). Catheter procedure on monday showed definitive large amount of thrombus inside the previously deployed taxus stent. The thrombus was aspirated with a pronto device and the patient underwent successful placement of a 2.5 x 23mm cypher stent in the proximal lad. The physician indicated that they would likely recommended aspirin and clopidogrel indefinitely. More information has been requested from the facility, but as of this report there has been no response.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.